Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) not sure where performed') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels') in a 40-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, pelvic adhesions and ovarian cyst. Concurrent conditions included paratubal cyst, crohn's disease, ulcerative colitis and hematochezia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis") and pelvic adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) "weight changes"") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy/ laparotomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, intestinal perforation, migraine, headache and weight fluctuation outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal pain upper, weight decreased, abdominal adhesions and pelvic adhesions had not resolved. The reporter considered abdominal adhesions, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, menorrhagia, migraine, pelvic adhesions, uterine perforation, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 and 2012. Insertion details: the essure device was placed to left tube first and 2 coils were noted out. Then this was placed to the right tube and 7 coils were noted to be out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs & mr received. New reporter's was added. Lot number was added. Added event weight loss, adhesions of the bowel, abdomen and pelvis. Updated event outcome from unknown to not recovered/not resolved. Event onset date was added. Concomitant condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) not sure where performed') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels') in a 40-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, pelvic adhesions and ovarian cyst. Concurrent conditions included paratubal cyst, crohn's disease, ulcerative colitis and hematochezia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis") and pelvic adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) "weight changes"") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy/ laparotomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, intestinal perforation, migraine, headache and weight fluctuation outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal pain upper, weight decreased, abdominal adhesions and pelvic adhesions had not resolved. The reporter considered abdominal adhesions, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, menorrhagia, migraine, pelvic adhesions, uterine perforation, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 and 2012. Insertion details: the essure device was placed to left tube first and 2 coils were noted out. Then this was placed to the right tube and 7 coils were noted to be out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Lot number: 621815, manufacture date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) not sure where performed') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels') in a 40-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included body mass index normal, pelvic adhesions and ovarian cyst. Concurrent conditions included paratubal cyst, crohn's disease, ulcerative colitis and hematochezia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis") and pelvic adhesions ("complication please describe: extensive adhesions of the bowel, abdomen and pelvis"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) "weight changes""), abdominal pain upper ("stomach pain") and pelvic pain ("pain") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy/ laparotomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, intestinal perforation, migraine, headache, weight fluctuation and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal pain upper, weight decreased, abdominal adhesions and pelvic adhesions had not resolved. The reporter considered abdominal adhesions, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 and 2012. Insertion details: the essure device was placed to left tube first and 2 coils were noted out. Then this was placed to the right tube and 7 coils were noted to be out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Lot number: 621815, manufacture date: 2006-12 , & expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Reporter's information added. Event: pain were added. Concomitant drug were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) not sure where performed') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, pelvic adhesions and ovarian cyst. Concurrent conditions included paratubal cyst. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) "), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) "weight changes"") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy/ laparotomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 and 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: patient problem codes added. Company causality comment updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) not sure where performed') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, pelvic adhesions and ovarian cyst. Concurrent conditions included paratubal cyst. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) "), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) "weight changes"") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy/ laparotomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 and 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received. Case became incident. Event injury nos was replaced with uterine perforation. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss (specify which one) "weight changes", perforation (other) please describe and state the location of the perforation: bowels, perforation (uterus), stomach pain, she did not undergo confirmation test. Reporter information, medical history, essure product coding changed from model no 305 to 205. Patient demographic details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.